Event description:
Event description cpi received information that at a revision, this thinline ii pacing lead was found to have been fractured 10 cm behind the connector. The lead was capped and a new lead was implanted.